Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with gastrointestinal bleeding (gi). An ischemic bowel was found. The patient is being treated at home with antibiotics. No further information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.